Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 155 units of insulin during the load sequence across multiple cartridges. There was no adverse effect to the customer's blood glucose level. The customer reverted to a backup insulin pump for insulin therapy.